Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During posterior spinal fusion surgery while placing the l4 left side pedicle screw the tip of the screwdriver broke. The tip of the screwdriver was stuck in the head of the screw and was not able to be removed. Fragments were generated. There was a surgical delay of ten (10) minutes. There were no patient consequences. The procedure was successfully completed. Concomitant device reported. 5.5 viper univ poly driver (part# 2797-34-000n, lot# gm5358804, qty1) this complaint involves two (2) devices. This report is for (1) unknown screws. This report is 2 of 2 for (B)(4).